Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt of the filter. The patient also reported numbness in the extremities, impaired cognitive function, vision impairment or loss, back pain, and internal discomfort. According to the medical record the patient history is notable for pulmonary embolism, left lower extremity deep vein thrombosis, hypotension, elevated homocysteine and low protein s, seizure disorder, prostate cancer, tubular adenoma in the cecum status post resection, ascending colon ulcer, anxiety, depression, hypertension, obesity, gynecomastia and gastroesophageal reflux disease. Prior to the filter implant, the patient presented to the emergency room after three days of shortness of breath with increasing severity, dry cough and heaviness in the chest area. A trapease vena cava filter was placed via the right femoral vein and deployed below the level of the renal veins. There were no complications and the patient tolerated the procedure well. The patient also underwent a colonoscopy during the admission and an ascending colon ulcer was noted. New information indicated that approximately two months post implant, the patient had an office consultation for complaints of chest pain. The patient additionally reported becoming aware of a 2mm aortic, 3mm vertebral and 3mm small bowel perforation, approximately four years post implant. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Due to the nature of the complaint the reported vision and cognition issues, pain and numbness could not be further clarified. These issues do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Additional information received per the medical records indicate that the patient has a history of pulmonary embolism, left lower extremity deep vein thrombosis, hypotension, elevated homocysteine and low protein s, seizure disorder prostate cancer, tubular adenoma in the cecum status post resection, ascending colon ulcer, anxiety, depression, hypertension, obesity, gynecomastia and gastroesophageal reflux disease (gerd). The patient presented to the emergency room after three days of shortness of breath with increasing severity, dry cough and heaviness in the chest area. A trapease vena cava filter was implanted. The filter was deployed via the patient's right femoral vein. The filter was placed below the level of the renal veins. There were no complications. The patient tolerated the procedure well.  Additional information received per the patient profile form (ppf) states that the patient experienced numbness in extremities, impaired cognitive function, vision impairment or loss, back pain, and internal discomfort. About two months after the filter was implanted, the patient had an office consultation for complaints of chest pain. According to the information received in the redacted patient profile form (ppf), the patient additionally reports 2mm aortic, 3mm vertebral and 3mm small bowel perforation, becoming aware of these events approximately four years after implantation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism, left lower extremity deep vein thrombosis, hypotension, elevated homocysteine and low protein s, seizure disorder prostate cancer, tubular adenoma in the cecum status post resection, ascending colon ulcer, anxiety, depression, hypertension, obesity, gynecomastia and gerd. The patient presented to the emergency room after three days of shortness of breath with increasing severity, dry cough and heaviness in the chest area. A trapease vena cava filter was implanted. The filter was deployed via the patient's right femoral vein. The filter was placed below the level of the renal veins. There were no complications. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced numbness in extremities, impaired cognitive function, vision impairment or loss, back pain, and internal discomfort.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt of the filter. The patient also reported numbness in the extremities, impaired cognitive function, vision impairment or loss, back pain, and internal discomfort. According to the medical record the patient history is notable for pulmonary embolism, left lower extremity deep vein thrombosis, hypotension, elevated homocysteine and low protein s, seizure disorder, prostate cancer, tubular adenoma in the cecum status post resection, ascending colon ulcer, anxiety, depression, hypertension, obesity, gynecomastia and gastroesophageal reflux disease. Prior to the filter implant, the patient presented to the emergency room after three days of shortness of breath with increasing severity, dry cough and heaviness in the chest area. A trapease vena cava filter was placed via the right femoral vein and deployed below the level of the renal veins. There were no complications and the patient tolerated the procedure well. The patient also underwent a colonoscopy during the admission and an ascending colon ulcer was noted. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Due to the nature of the complaint the reported vision and cognition issues, pain and numbness could not be further clarified. These issues do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.